Event description:
It was reported that pump experienced malfunction with code 12, and no notable events occurred before issue. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, reset pump with guidance using resettable malfunction code, did not experience recurring malfunction after reset, and was instructed to continue using pump and call back if problem returned.